Event description:
It was reported to medtronic minimed that the customer experienced the pump was not working. The customer reported hyperglycemia treated with hospitalization: overnight stay. The event involved product(s) mmt-332a, unomedical, mmt-1780kpk. Customer declined the troubleshooting. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches.the following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, broken battery tube threads, cracked case at the battery tube side, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed.no damage noted on the original battery cap. Please see below for the boluses listed on the event date 13-aug-2024 in the pump history file.08/13/202404:16:24.000normalbolusdeliverebolusprogrammingmethod = bolus wizardnormalbolusamountprogrammed = 2.7bolusamountdelivered = 2.7. 08/13/2024 07:51:02.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 0.9. Bolusamountdelivered = 0.9. 08/13/2024 11:48:02.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 4.7. Bolusamountdelivered = 4.7. 08/13/2024 20:32:42.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 4.1. Bolusamountdelivered = 4.1. 08/13/2024 23:03:52.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.9. Bolusamountdelivered = 1.9. Please see below for the daily total of all insulin delivered on the event date 13-aug-2024 in the pump history file. 08/14/2024 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 08/13/2024 00:00:00.000. Dailytotalofallinsulindelivered = 27.525. Dailytotalofbasalinsulindelivered = 13.225. Dailytotalofbolusinsulindelivered = 14.3. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 13-aug-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs.no current code/category not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.